Event description:
It was reported that an occlusion alert occurred while using a contact detach infusion set with the ilet bionic pancreas, after which the user restarted the ilet and subsequently performed a full supply change that resolved the alert; the event was consistent with an obstruction of insulin flow associated with the connector/coupler component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included troubleshooting and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem leading to obstruction of flow at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was device-related occlusion resolved by replacing infusion supplies.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.